Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes educator of a customer indicated via phone call of unexplained high blood glucose of 642 mg/dl and would like to check the pump. The customer is currently in the hospital for a foot infection related to diabetes. The customer declined troubleshooting due to customer not taking insulin. Customer was advised to monitor the pump and call back if necessary.